Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 21 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain were added. Event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.